Event description:
It was reported that occurred alarms occurred. The customer's blood glucose (bg) level was 560 mg/dl. Elevated bg was addressed by manual insulin injection. The customer continued to use the pump for insulin therapy.